Event description:
A customer reported that during a procedure, the unit shut down and a red stop alert message displayed. The system was exchanged to complete the case without pt harm. Additional info has been requested.

Manufacturer narrative:
The company representative examined the system and confirmed the customer reported "red stop sign" system message in the system's event log. The system was then tested and met product specifications. A review of the event log provided was able to confirm the reported event of the red stop sign system message. This system message was generated after the user repeatedly connected and disconnected an illuminator probe after end case was selected. The reported event of the system shutting down in the middle of the case was unable to be confirmed. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported red stop sign system message has been attributed to the user repeatedly connecting and disconnecting a 20 gauge illuminator probe to the illuminator module. The root cause of the reported shut down in the middle of a case cannot be determined conclusively at this time. The system message reported is displayed when the system has detected a software unexpected event and occurs for a number of reasons. An internal investigation has been opened to address this issue. (B)(4).